Manufacturer narrative:
On 01/08/2020, the code known inherent risk of device (22) was removed per correct codification and the code was added: cause not established (4315) in section h10, conclusion code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: distortion of breast implants (anisomastia). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implant 350cc and experienced rupture on the right breast implant and the distortion of her breast implants bilaterally. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on (B)(6) 2019. This medwatch is for the left breast implant.